Event description:
Surgeon related he was called in to plate the sterile dehiscence of this sternum as the pt reportedly 'tore through the cable system' placed at time of original surgery. At surgery, it was noted the bone was very thin and brittle. Pt was plated with a manubrium plate and three rib-to-rib plates. The night, after extubation, he had a coughing fit and was noted to have a flailing right-sided chest wall. Pt returned emergently to the operating room where it was found he had disarticulated his right 3rd through 6th ribs from their intersection into the sternum. The plates held (they were a little loose but still in place). Surgeon removed the plates, debrided the sternum and the ribs and closed the chest defect with pectoralis major flaps. Pt did well and was discharged home about a week later.

Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was received.